Event description:
Customer reported via phone call that she experienced high blood glucose since (B)(6) 2015. The customer stated for the last 4 to 5 days it has been high right before dinner. Customer stated that at first she contributed to 2 sites getting disconnected at the quick release on 7/9 but highs continue and she has not had issues with the infusion set. Current blood glucose is 450 mg/dl. She treated with the insulin pump and manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Customer declined to check the settings. Customer was advised top change the entire set. She called back two days later to perform the high pressure test; device passed. She stated she has not experienced high blood glucose. Last reading was 131 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).